Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 54 mg/dl at the time of the incident. The customer did not receive a sensor updating or sensor glucose value not available and change sensor alert. The customer did receive a calibration not accepted alert. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.